Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a pt was hospitalized due to hyperglycemia. The reporter states her blood glucose was between 400-500 and would not respond to corrections even corrections administered via injection. She went to the hospital and was positive for ketones. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.